Manufacturer narrative:
Exact date unknown, event occurred three weeks ago from date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-70e. Serial: (B)(4). Batch: 7075273.

Event description:
It was reported that the patients stimulation coverage was no longer in the right spot due to lead migration which was confirmed via x-ray. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well post-operatively. The explanted leads were not returned as they were kept by the medical facility.